Event description:
The customer reported that an error message while fluoroing. A reboot corrected the problem. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that review of the error log revealed the message "high level fluoro over time" was able to reproduce the hlf error overtime error while exceeding the 30 second timeout in hlf. Also noted in error log file, following the hlf over time error, communications node to the fluoro functions and gib lost. This would result in the lost ability to continue fluoro as reported. He reloaded the communications nodes and calibration files. He tested hlf past time and did not lose communications nodes. The system was tested and is functioning as intended.